Event description:
A report indicated that 19 patients developed acid-fast bacillus infections during a 3-month period after undergoing ion endoluminal procedures in addition to ebus staging. All procedures utilized the same ion system, though the site remained uncertain about the infection source. Note that some patients who developed this infection did not get an ion procedure done (only ebus staging). To address this concern, both the intuitive surgical, inc. (Isi) endoluminal territory associate (eta) and genesis endoluminal reprocessing trainer reviewed the site's workflows and reprocessing protocols. After the onsite review, the genesis endoluminal reprocessing trainer provided suggestions to prevent and minimize the number of infections. In addition, the customer has identified ebus equipment as a potential factor and is investigating the olympus device as a more significant common element, since not all infected patients underwent ion procedures. Additionally, the site will be examining the medivator, lubricant, and other scopes comprehensively. Importantly, no malfunctions were reported regarding the ion system, instruments, or accessories.

Manufacturer narrative:
A system log review could not be performed because event dates were not provided.